Event description:
Shiley received a copy of a hospital medical device explant form which indicated that the patient was admitted to the hospital for replacement of their bjork-shiley convexo-concave aortic heart valve due to severe aortic insufficiency. According to the explant form, during surgery the patient also had coronary artery bypass and a mitral valve replacement. Subsequent information obtained from the patient's surgeon reported that the patient has "had a perivalvular leak following their prior implant". The surgeon stated that the pt has had "worsening lv [left ventricular] dysfunction related to their severe aortic insufficiency around the valve. There was no abnormality with the valve".